Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the pump keeps shutting down. There was no patient involvement.

Manufacturer narrative:
The unit was triaged and the customer¿s reported condition was confirmed. The root cause of the reported condition was due to the battery¿s inability to hold a charge. The unit has been repaired and returned. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.